Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: late 2008: inratio: 2.0, lab: 1.0, mean: 1.5, confident limits: 1.1-1.9. Same day: 3.9, 2.7, 3.3, 2.0-5.0. Same day: 5.0, 2.4, 3.7, 2.2-5.3. As per internal procedure, test 1, the inratio values are not within the confident limits. The test 2 the inratio and lab values are within the confident limits. All comparison was done with a 5-10 mins time frame. Product will be investigated.

Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: late 2008: inratio: 2.0, lab: 1.0. Same day: 3.9, 2.7. Same day: 5.0, 2.4.